Event description:
It was reported that a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch generated a no-flow situation during patient infusion. It was reported that there was a ¿distal occlusion¿ at hour 10 of intravenous lipid emulsion (ile) infusion via plum360 pump. The pump alarmed. The programmed flow rate through the pump was 8.3 ml over 12 hrs. The low-pressure limit of the pump was 10 psi which would trigger an occlusion alarm. The event happened in the pediatric intensive care unit (picu). The event occurred while the product was in use with a patient. There was no human harm reported to be associated with the event.

Manufacturer narrative:
Received two (2) used list #125390490 primary plum sets. Sample 1 was attached to an intravenous bag. No damage or anomalies were noted on sample 1. In sample 2 crazing was observed on the secondary port. No additional damage or anomalies were noted. Each set was attached to an ICU medical-provided IV bag, primed per packaging directions, and a test infusion was performed. Sample 1 had no cassette errors, occlusion alarms, or air-in-line alarms generated, and no restrictions were noted. However, sample 2 was unable to be primed. A partial occlusion was observed during the fluid-clearing process. In attempts to identify the source of the occlusion green dye was pushed through the set in segments. It was observed that when pushing green dye through the secondary port the fluid had difficulty making it past the outlet of the filter. The probable cause of the crazing observed on the secondary port is due to environmental stress. However, the probable cause of the partial occlusion is unknown. A DHR lot # review could not be conducted because no lot number(s) was/were identified.